Event description:
It was reported that the patient presented with broken leads. The leads had high thresholds and an apparent fracture. The leads were removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breach cut, the outer insulation had a cosmetic depression the lead was flexed, and the outer insulation was breached and had a depression. (B)(4): the proximal segment of the lead was returned, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic depression, the lead was flexed and the outer insulation was breached and had a depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.